Event description:
In 2009, merit determined that product retrieval was required after internal investigation revealed certain custom convenience kits may be non-sterile due to misalignment of a stopcock handle during manufacturing which could prevent sterilization of a small portion of the fluid path. Please note that there have been no adverse events reported that are associated with this recall.

Manufacturer narrative:
Device evaluation: device eval in process, but not yet complete. Conclusions: all subsequent investigation results will be submitted to the FDA in a follow-up MDR and in accordance with statutory product retrieval reporting requirements.